Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Technical support advised customer to leave the pump plugged into the power source into a working outlet for 30 minutes to see if pump would begin charging. Customer declined further assistance.